Event description:
It was reported that the patient was able to get coupling, but was ¿losing them¿ and it took longer to charge. It was noted that the implant had slight movement but it was stated that it should not be enough to make a difference. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3487a-56, lot# va048dn, implanted: 2013 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3888-33, lot# va03wl0, implanted: 2013 (B)(6); product type lead product ID 3888-33, v772100, implanted: 2013 (B)(6); product type lead product ID 3487a-56 lot# v683123. Implanted: 2013 (B)(6); product type lead. (B)(4).